Event description:
Information received from the field notes loss of sensing while the patient was standing. Dashes (---) were noted for bipolar impedance and unipolar impedance was 248 ohms. The device was explanted with no complications but the patient died 6 hours post explant due to congestive heart failure.